Manufacturer narrative:
Due to the lack of details provided and the lack of a product lot number a proper investigation cannot be performed. Clinical evaluation: prolite ultra is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. A hematoma is an abnormal collection of blood outside of a blood vessel. It occurs because the wall of ta blood vessel wall, artery, vein, or capillary, has been damaged and blood has leaked into tissues where it does not belong. The hematoma may be tiny, with just a dot of blood, or it can be large and cause significant swelling. Blood that escapes from within a blood vessel is very irritating to the surrounding tissue and may cause symptoms of inflammation including pain, swelling, and redness. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Received a report of prolite mesh implanted last summer and patient has a hematoma that is not resolved.